Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed the system meets specifications of the ilab system functional feature test. No other issues or defects were observed during product analysis of the returned device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-03704 and 2134265-2018-03685. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to perform automatic pullback. However, it was noted that the ilab ultrasound imaging system froze during pullback. The issue was resolved after turning off and on the ilab main switch, but the same issue occurred again. No patient complications were reported.